Event description:
During use of the device for a cardiopulmonary bypass procedure, the device gave an audible alarm, but no error message displayed on the central control monitor. No other details regarding the nature of the problem were provided. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.